Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05121. It was reported the patient experienced a fall and as a result the patient lost effective therapy. System diagnostics indicated both of the patient's leads were fractured. Additionally, all contacts had high impedance. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.